Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock. We have received 32 closed samples for analysis and 1 open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. We have tested the needle attachment strength of the 32 closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.79 kgf in average and 0.48 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) reviewed the batch manufacturing record, this batch had an incidence but it was released fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with silkam suture. The client reported that the needle is detached from the thread even when the suture is removed from the package. No additional information was provided.